Event description:
(B)(4). Same case as 2134265-2009-05412 & 2134265-2009-05411. The patient was enrolled in (B)(6) of 2008. The target lesion was a type ii lesion in the left carotid artery with a 5mm reference vessel diameter and a 5mm length. There was 70% stenosis as measured by nascet. There was no thrombus, no ulceration, no dissection and no pseudo aneurysm present. There was no vessel tortuosity and there was 1+ calcium. The carotid wallstent monorail device with a 9mm diameter and a 30mm length was implanted. The filterwire ex (190 cm) was used for cerebral protection. Pta was performed using a maverick balloon dilatation catheter. Atropine 0.5 ui was given during the procedure. No vasodilator was used. The patient experienced a transient ischemic attack (tia) during the procedure. The tia event resolved with no residual effects. No further data was provided regarding the tia. The procedure was technically successful, there was successful use of the cerebral protection device and the placement of the stent was successful. Residual stenosis was 0-29%. Post-procedure assessment (no date provided) the carotid stent was patent with 0% residual stenosis. The patient was asymptomatic with no complications less than 24 hours post-procedure. The patient had a one-month follow up assessment in (B)(6) of 2008. The carotid stent was patent with 0% residual stenosis. The patient presented as asymptomatic with no complications or adverse events since last visit.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.